Manufacturer narrative:
(B)(4). Upon further investigation, the physician clarified the cause of the recurrent peritonitis was an infection during hernia surgery; therefore, the disposable device is no longer considered to have caused or contributed to the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be in their 70¿s (years of age). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The event was manifested by chills, abdominal pain, cloudy peritoneal effluent and pyrexia. The cause of the recurrent peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient treated with unspecified treatment (dose, frequency, duration and route not reported) for the event. At the time of this report the patient remained hospitalized and the outcome of the event was not reported. Action with pd therapy was not reported. No additional information is available.